Event description:
An ophthalmologist reports that an intraocular lens (iol) cracked when it began to unfold. The lens had to be cut to be removed. The wound was widened as the lens was being removed. The capsule tore and a vitrectomy was performed. The pt was referred to a retinal specialist when the pt developed increased intraocular pressure, iris prolapse and a suprachoroidal hemorrhage.